Event description:
Initial reporter indicated that their pt had high lead impedance. Reported that the site does not see this pt very often because he is controlled. The pt was seen in clinic on (B) (6) and a systems diagnostic test was performed that yielded high lead impedance and a dc/dc of 7. High impedance was previously seen in (B) (6) 2008. Review of internal programming history noted high impedance in 2002 with dcdc 4, output status ok. It was recommended to program the vns off and pt was referred to see a surgeon. Surgery is scheduled (B) (6) 2009.

Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.